Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth days after the lasik enhancement. Flap was lifted and rinsed. Account reported there was no loss of best corrected visual abuity (bcva) and patient had no complaints or comments.

Manufacturer narrative:
Operator of device - healthcare professional. Device available for evaluation - yes. Placeholder.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to amo has been submitted. Placeholder.